Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00234. The date of that submission was 10-july-2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection was performed during analysis. The customer reported complaint was confirmed. The device failed accuracy testing. Root cause was unable to be determined.

Event description:
It was reported that the patient was administered the drug at home and the medication was delivered too much too early, leading to an overdose. The device indicated that it has a remaining volume of 23.1ml, but the cassette was empty. The cassette remained empty in the middle of the night. The run rate was continuously running at 2.5 ml/h and couldn¿t be adjusted. The internal examination of the medical technology department has shown that the pump runs correctly with another reservoir (a different product). There was patient involvement. The patient had to come to the emergency room to have the cassette replaced. If that had not been possible, the entire therapy would have had to be repeated. There was no human harm/adverse event. The patient was being administered blinatumomab as part of the onco-immunotherapy. It was stated that since the interruption of immunotherapy was within acceptable tolerance, the treatment could be continued.